Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. The customer's blood glucose level was 26 mmol/l. The customer reported that they treated high blood glucose level with the insulin pump. The custom ER also reported that the insulin pump had no delivery alarms. The insulin pump will not be returned for analysis.